Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that approx six months post an uneventful distal left main coronary artery (lmca) stenting with a 2.75 x 23 mm xience v stent, the pt died. In 2009, the pt was seen "gasping" and was declared dead within half an hour by a local physician. The clinical evaluation committee reviewed this event. The result of the cec review determined that this was possible late stent thrombosis. Death determined to be cardiac death. No additional event or pt info is available.